Manufacturer narrative:
Hologic technical support expert (tse) reviewed logs and found four samples which had questionable results; two samples had krlu values below 100 which should be retested per hologic recommendations in ctb-00728. Tse recommended that customer retest all four samples. Mas relayed tse findings and recommendations to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic molecular applications specialist (mas) reported on behalf of customer one sars-cov-2 tma sample run on panther instrument sn (B)(4) which they were questioning (no sample ids provided or worklist ids available). The initial result was negative with (B)(4), but according to customer it was supposed to be invalid. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results beings reported to patients.